Event description:
It was reported to philips that the azurion system tube could not be used. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the remote service engineer, restart did not resolve the issue completely and the system could not be used. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the malfunction was found during start up. The philips field service engineer (fse) contacted with customer and confirmed the power problem of the system leading to table could not move, and the table control panel and tube could not be used. Review of system logfile didn¿t contain ¿geo module mushroom button¿ malfunction. Field service engineer (fse) contacted customer and confirmed that the device was repaired by hospital equipment department. As per customers response ny16 board fuse in m-cabinet was broken. To resolve the issue customer replaced ny16 board. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the malfunction was found during start up. The philips field service engineer (fse) contacted with customer and confirmed the power problem of the system leading to table could not move, and the table control panel and tube could not be used. Review of system logfile didn¿t contain ¿geo module mushroom button¿ malfunction. Field service engineer (fse) contacted customer and confirmed that the device was repaired by hospital equipment department. As per customers response ny16 board fuse in m-cabinet was broken. To resolve the issue customer replaced ny16 board. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The serial number, product UDI, reporting address line 1 and the reporting address city have been updated.